Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for rv. Pace lead z higher than 3000 ohms on (B)(6)-2011. Weekly pace lead measurement log data shows an abrupt increase for max v.pace = 528 to 16382 ohms peak between (B)(6)-2011 and (B)(6)-2011. Ventricular non-sustained tachycardia equal to 210 ms on (B)(6)-2011. Ventricular short interval count (v-sic) equal to 79 counts, in 0.79 day, between (B)(6)-2011 and (B)(6)-2011.

Event description:
It was reported that the patient was presented to the emergency room after receiving an inappropriate shock. Interrogation noted noise and high impedance on the right ventricular lead. Trend data indicated oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.